Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors cable snapped at the wrist of the instrument. The instruments seem to be breaking on arm 3 the whole time. There was a loud crunching noise on the arm by the discs when the cable snaps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor robotics customer service and obtained the following additional information: the distributor clarified that he must have clicked the wrong procedure outcome by mistake as the procedure was not converted, but it was completed robotically with a backup instrument of the same kind. The customer confirmed that the instrument was inspected prior to use and there was no visible damage or anything out of the ordinary. No images or patient demographics available.